Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sample of the magic 3 go male hydrophilic intermittent catheter was too hard to insert and the patient had a little bleeding when remove the catheter and the tip was blunt and the catheters were tapered and worked much better. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "plc failure ,operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the sample of the magic 3 go male hydrophilic intermittent catheter was too hard to insert, and the patient had a little bleeding when removing the catheter as the tip was blunt. The catheters that were tapered worked much better for the patient. No medical intervention was reported.